Manufacturer narrative:
The insulin pump alarmed for a button error due to corroded keypad traces. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, a broken belt clip slot and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose reading at the time of the call was 250 mg/dl. No further information reported.